Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
Inspection of the fluid path components found the soft cannula to be torn and shortened. The length of the soft cannula measured below specification at 0.5985 inches. Damage was observed to both the exposed and unexposed portions of the soft cannula. It could not be determined when or how this damage occurred. Fluid was unable to flow through the complete fluid path due to the torn and shortened cannula. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the phb data showed that the agc algorithm was able to appropriately adapt to changes in egvs and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin.